Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device evaluation: product evaluation was not performed because the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent intraocular lens (iol) implantation for the right eye. On the second day post-operation patient was examined under the slit lamp and doctor found the iol surface has marks, which covered the whole optical part of the lens. The patient's daily life had little effect and the patient's vision was not affected. However, patient reported postoperative discomfort. Doctor did not perform any intervention. No further information available.